Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue peeling of the coating observed on the forceps elevator(l-arm) occurred due to a component failure, however the burn marks occurred due to the use of the high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burn marks observed on the forceps holder and peeling of the coating was observed on the forceps elevator(l-arm). There was no patient involvement.